Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced urinary incontinence with exercise and coughing, stress incontinence, urinary urgency, mixed urinary incontinence, muscle weakness, urge incontinence.